Event description:
The customer reported visible smoke coming from the ID now instrument on (B)(6) 2025. The customer indicated that the instrument had not been powered on in a long time and that when it was powered on, the customer reported seeing smoke from the back of the ID now instrument and that it smelled like a burnt wire. There was no evidence of visible spark or fire. There was no patient involved. The customer confirmed there was no injury or harm associated with the smoke.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Manufacturer narrative:
Additional/updated information: b5 (ID now instrument was not powering on). Testing was performed at abbott diagnostics scarborough, inc. The instrument was inspected and customers reported issue for visible smoke was not replicated. The instrument was attempted to be powered on and observed relay click and led flashes 3 times. Instrument does not power up. Disassembled instrument to look for corrosion, loose connections or burnt out components. No burnt odor or smoking was observed. There was no physical issues found on boards and connections are all seated firmly. Log files were reviewed that cover manufacture through 24apr2024. There is no evidence to support power failure or burning odor in recorded logs. A definitive assignable cause cannot be determined from physical investigation or log file review. The incident rates (complaints per million (cpm)) for smoking, device emits odor and failure to power on when compared to established thresholds, indicates the instrument is performing as expected. The release documentation for instrument pn: nat-024 and instrument serial number (B)(6) was reviewed and the instrument met all release criteria. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue of visible smoke, a definitive root cause could not be determined from the investigation.

Event description:
The customer reported visible smoke coming from the ID now instrument on 13jan2025. The customer indicated that the instrument had not been powered on in a long time and was not powering on, the customer reported seeing smoke from the back of the ID now instrument and that it smelled like a burnt wire. There was no evidence of visible spark or fire. There was no patient involved. The customer confirmed there was no injury or harm associated with the smoke.

Manufacturer narrative:
Additional information: d9 - device available for evaluation and date returned to mfg. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported visible smoke coming from the ID now instrument on (B)(6) 2025. The customer indicated that the instrument had not been powered on in a long time and that when it was powered on, the customer reported seeing smoke from the back of the ID now instrument and that it smelled like a burnt wire. There was no evidence of visible spark or fire. There was no patient involved. The customer confirmed there was no injury or harm associated with the smoke.

Manufacturer narrative:
Correction - investigation conclusion: the release documentation for instrument pn: nat-024 and instrument serial number (B)(6) was reviewed, and the instrument met all release criteria. Testing was performed at abbott diagnostics scarborough, inc. The instrument was inspected and customer¿s reported issue for visible smoke was not replicated. The instrument was attempted to be powered on and observed relay clicks and led flashes 3 times. Instrument does not power up. Disassembled instrument to look for corrosion, loose connections or burnt-out components. No burnt odor or smoking was observed. There were no physical issues found on boards and connections are all seated firmly. Log files were reviewed. There is no evidence to support power failure or burning odor in recorded logs. A definitive assignable cause cannot be determined from physical investigation or log file review. The incident rate for smoking and device emits odor when compared to established thresholds, indicate the instrument is performing as expected as there were 20 complaints in the prior 12 months for this failure mode. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue of visible smoke; a definitive root cause could not be determined from the investigation.

Event description:
The customer reported visible smoke coming from the ID now instrument on (B)(6)2025. The customer indicated that the instrument had not been powered on in a long time and was not powering on, the customer reported seeing smoke from the back of the ID now instrument and that it smelled like a burnt wire. There was no evidence of visible spark or fire. There was no patient involved. The customer confirmed there was no injury or harm associated with the smoke.